Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush occasionally disconnects during brushing and stops working entirely-oral-b/power oral care refills [device breakage]. Brush head no longer sits flush with the handle there a small gap where it connects...it pops back up instead of locking firmly into place-oral-b/power oral care refills [device physical property issue]. Case narrative: consumer stated via e-mail-brush head no longer sits flush with the handle there is a small gap where it connects, and when consumer push it down, it pops back up instead of locking firmly into place. As a result, the brush occasionally disconnects during brushing and stops working entirely. No injury reported.